Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: pentaray nav eco catheter, model # d-1282-08-s, lot # 17630201l. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 1200ml. Patient was reported to be in stable condition. It was also reported that the pentaray nav eco catheter was not flushing properly after being removed from the patient¿s body. Pentaray catheter was replaced and the case resumed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.